Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to a heart attack, coma, and diabetic ketoacidosis. The reported blood glucose reading was 1300 mg/dl. The customer stated that she threw the insulin pump away, so troubleshooting could not be performed. Nothing further was reported.